Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) had confirmed that the pocket failure was resolved by the customer and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 1.2 pocket e1 failed. The customer stated there was no delay, however because the issue happened during the dispensing and the user had to retrieve the medication from another device this is considered a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 1.2 pocket e1 failed. The customer stated there was no delay, however because the issue happened during the dispensing and the user had to retrieve the medication from another device this is considered a delay. There were no adverse events or injuries reported based on this event.